Manufacturer narrative:
(B)(4). The customer returned one single-lumen, pressure injectable (pi) PICC catheter for analysis. Signs of use in the form of biological material were observed. It was noted that the catheter body was severed at the 43cm marking. The severed end was not returned. Visual analysis revealed that the catheter body was ruptured adjacent to the juncture hub. The rupture travels down the extrusion in a straight line for approximately 0.8cm. The edges appear smooth but stretched. Microscopic examination also revealed that the catheter body was stretched from the juncture hub to the 1cm marking along the catheter body (including the location of the rupture). This is indicative that undue force was applied during use. The stretching and the rupture appear to be linked with the same event. Further analysis also revealed that the catheter body was kinked in three locations along the extrusion. The rupture on the catheter body measured 0-8cm from the juncture hub. The kinks on the 134mm, 141mm, and 150mm from the juncture hub. The catheter body from the juncture hub measured 18 1/2". Per measurement a in the catheter product drawing, this indicates that between 3-3 1/2" of the catheter body was severed and not returned; however, this cannot officially be verified due to the stretching. The catheter body outer diameter (in an area note affected by stretching) measured 0.055", which is within the specification limits of 0.054"-0.057" per the catheter extrusion product drawing. The catheter body outer diameter (in an area affected by stretching) measured 0.0405", which is not within the specification limits of 0.054"-0.057". This confirms that the catheter body was severely stretched. The inner diameter at the distal tip measured 0.0350", which is within the specification limits of 0.0350"-0.0375" per the catheter extrusion product drawing. A lab inventory guide wire (outer diameter measured 0.0175") was inserted through the distal end. No resistance was encountered through the functional sections of the extrusion; however, resistance was encountered at the location of the kinking. Furthermore, resistance was encountered at the location of the stretching which prevented the guide wire from passing. Performed per IFU statement, "thread catheter over guidewire and advance catheter over guidewire through sheath into vessel into correct position". R & d was contacted as part of this complaint. They confirmed that the stretching is indicative of maneuvering of the catheter body whilst inside the patient. Also, the observed stretching can compromise the structural integrity of the catheter, which can lead to a rupture. It was also confirmed that the kinking on the catheter can be attributed to the patient having a more tortuous vasculature. Kinking of this type can also contribute to rupturing of the catheter body. The IFU provided with the kit informs the user, "do not apply excessive force in placing or removing catheter. Failure to do so can result in catheter breakage. If placement or withdrawal cannot be easily accomplished, an x-ray should be obtained and further consultation requested". The IFU also states, "for high pressure injection applications, only utilize catheters indicated for such applications. Catheters not indicated for high pressure applications can result in inter-lumen cross-over or rupture with potential for injury". The report of a ruptured catheter body was confirmed through complaint investigation. Visual analysis revealed that the catheter body was significantly stretched and ruptured adjacent to the juncture hub. Kinks were also observed along the catheter body. Further dimensional and functional testing confirmed that the catheter body was stretched. Based on the customer report, the sample received, and the comments from r & d, the stretching and kinking likely contributed to the rupture. Therefore, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "PICC inserted (B)(6) 2025, performing well until used during CT injection @4ml/sec. Initially aspirated and flushed fine. Initial contrast seen on screen then contrast lost. On examination blood & contrast seen under dressing. PICC removed and shown to be split." The patient required a new peripheral IV and repeat imaging. The patient's current condition is reported as "unknown".

Event description:
It was reported "PICC inserted (B)(6) 2025, performing well until used during CT injection @4ml/sec. Initially aspirated and flushed fine. Initial contrast seen on screen then contrast lost. On examination blood & contrast seen under dressing. PICC removed and shown to be split." The patient required a new peripheral IV and repeat imaging. The patient's current condition is reported as "unknown".

Manufacturer narrative:
(B)(4)